Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "a lump or thickening in or near the breast or in the underarm area". Patient later reported "rupture". Healthcare professional later confirmed "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7 d9 g2 h3 h6 h11. Information contained in this report was previously submitted through asr / psr / 410psr on (B)(6) 2014. Clarification to b4 report date of 1st supplemental: (B)(6) 2025. Laboratory analysis summary: the device related to the reported events rupture and lump/nodule was received on (B)(6) 2025, with lot number 1779712. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area". Patient later reported "rupture". Healthcare professional later confirmed "rupture". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device was explanted and replaced.